Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A ¿never event¿ was reported regarding a wire being left in a patient. A patient had a chest x-ray and high-attenuation was observed near the patient¿s heart, the patient had surgery in to try and remove it. It was stated ,¿this has been classed as a never event and therefore the patient will have a post mortem, patient is currently well and in their 80¿.  The patient has had 5 groshong piccs inserted previously from different manufactures including bd and it unclear if this event was attributed to a bard (bd)  product incident description.